Event description:
A physician reported that her pt presented to her with abdominal pain approximately 4 weeks following essure micro-insert placement; no problems were noted at time of placement. A CT scan was performed on the pt; only 1 micro-insert was observed on the CT scan. The physician performed surgery to remove the micro-inserts. During micro-inserts removal the outer coils of 1 micro-insert were found next to the pt's bowel; the inner coils of the same micro-insert were adhered to the bottom of the pt's appendix. An appendectomy was also performed on the pt. It is unk what the pt's current status is. The physician has not responded to several attempts for f/u info.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.